Event description:
Pt undergoing cat scan guided bone biopsy of t12 vertebral body to rule out cancer. During the procedure, while removing the needle, it was noted that the needle had broken at the junction of the proximal third and distal 2/3. The remaining needle part was found to be imbedded within the pedicle extending just posterior to the right 12th rib. Needle piece left in pt.